Event description:
It was reported that increased high voltage lead impedance was noted when patient presented in the operating room for left ventricular lead extraction. The rv lead was capped and replaced. There were no complications from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 49.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.